Event description:
It was reported intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the cartridge and resumed insulin.